Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that since the tibia has collapsed so there must of been some adverse symptoms. The patient's patella was a natural and not revised. The affected side involved in this event was the right side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon revised an attune primary to an attune revision. The tibial component was maligned due to the bone collapsing. The primary components were removed and revised to attune revision. The surgeon mentioned that the cause might have been because of the patient having rheumatoid arthritis and no deficiency with the device.